Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), back pain ("low back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgical removal of coil(s)) and surgery (surgical removal of coil(s)). Essure was removed in 2010. At the time of the report, the device breakage, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder and eye disorder outcome was unknown and the pelvic pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device breakage, eye disorder, female sexual dysfunction, fungal infection, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, yeast infection, apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, dental problems, device breakage, vision/eye problems, vision/eye problems, low back pain, lower abdominal pain, she did not undergo essure confirmation test", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.